Event description:
It was reported an alignment tool broke during a demonstration. The device broke at the tip. It was reported that the device was part of the sales consultant¿s field equipment. No patient was involved. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that: device was used for treatment, not diagnosis. The returned device shows only very mild wear despite five years of use. The alignment tool was returned and reported to have broken during a demonstration by the sales consultant. This condition is confirmed; the distal tip of the device appears to have sheared off leaving behind a homogenous fracture surface. This is likely due to an external impact on the nail and aiming arm system, or improper insertion or removal of the alignment tool causing the tool to catch and snap. Drawing number (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that and external load or improper handling led to this confirmed complaint, however this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was produced and distributed in may 2009. The source of the manufacture date is the release to warehouse date. The device is broken off at the tip; approximately 3-6 mm of the tip is missing. The fragment is not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of this issue. The fracture surface is homogenous what indicates material conformity. At this point it is likely that a mechanical overload during use caused this breakage, which would also explain the stress marks at the shaft. The relevant dimensions cannot be verified anymore due to the missing part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.